Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a cup transfer flat cable was returned for evaluation on 05-apr-2018. Visual inspection was performed and found damage to the cable. The cable had a broken lead contact. Functional testing was performed and the cable did not perform as expected. The cable was not transmitting any signals due to the broken lead. The part failed visual and functional inspection. The reported failure was confirmed. Evaluation codes: results: 4203 electrical/electrical component identified. Conclusion code: 4307 cause traced to component failure.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse observed and confirmed the reported errors 4273 and 6100 from the device log. Fse conducted troubleshooting by checking alignments and running the cup transfer test. Fse observed the cup transfer cable was not transmitting electrical signal properly through the suspect contact. Fse replaced the cup transfer flat cable and performed all hybrid cup alignments. Fse then ran quality controls (qc) and all results were within the acceptable range. The aia-2000 instrument was performing within specifications and the reported errors cleared. No further action required by field service. A (B)(4) complaint history review and service history review for serial number 80039511 for (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints were performed. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under chapter 6: system operation and appendix 4: error messages state: error 4273 is hybrid cup transfer z-axis home overrun. This message is generated when the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged mechanical failure (mf flag). The solution for the customer is to contact tosoh service center or local representatives. Error 6100 is assay operation aborted. This message is generated when the measurement was suspended due to an event that prevented its continuation. The solution for the customer is to check the abortion factor. The most probable cause of the reported event is due to a defective cup transfer flat cable.

Event description:
On (B)(6) 2018, a customer reported getting error 4273 hybrid cup transfer z-axis home overrun and error 6100 assay operation aborted on the aia-2000 instrument. Customer stated no visible obstructions and that the all set home function was successful, but the issue persisted. The customer was unable to run patient samples on alpha-fetoprotein (afp). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.